Event description:
Reporter indicated that a vns patient was to be explanted due to a "shocking sensation". The surgeon did not believe that the patient was experiencing a shocking sensation. The patient underwent explantation of the vns generator. The outpatient surgery coordinator indicated that the device was removed because "the patient was not comfortable with the pack being inside her and did not think it was working". The explanted generator has been received and is awaiting analysis. Good faith attempts for additional information have been unsuccessful to date.